Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was surgically abandoned due to an increase in the shock impedance measurements. No additional adverse patient effects were reported.